Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2019-15440. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Patient reported "capsular contracture, baker grade unknown". Patient later reported "rupture" and "pain". Later, patient reported "deformed implant". Later, healthcare professional reported "capsular contracture, baker grade IV" and "old implant, textured, ruptured, double capsule". This record is for the left side. Device was explanted. It is available for return.